Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Customer reports: doses do not register to app. Per visual inspection: dose window is missing. No physical damage to cap, cartridge holder or inpen was noted.the leadscrew was received 1/4 it's travel, the leadscrew was rewound properly. Leadscrew not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Pending further analysis that will be performed at san diego location. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported inpen app was not recording the exact doses dialed on the inpen. No harm requiring medical intervention was reported. Troubleshooting was performed. The difference between the dose intended and dose logged was not always 0.5 units. The customer was advised to remove the cartridge holder and then dispense 5 units three times but the 5.0 units were not recorded in the logbook each time. The customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: pink. Battery life remaining: n/a. Customer reports: doses do not register to app. Per visual inspection: dose window is missing and cap no longer stays attached. No physical damage to cartridge holder or inpen was noted. The leadscrew was received 1/4 it's travel, the leadscrew was rewound properly. Leadscrew not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. Pending further analysis that will be performed at san diego location. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: per san diego analysis, inpen will not transmit due to a dead battery caused by fluid intrusion. Battery measured 2volt. Therefore, the customer complaint of inpen not transmitting doses to app was confirmed. However, unable to verify dose log inaccuracy due to corroded battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.